Event description:
Litigation papers allege physical injuries, economic losses and medical expenses; past, present and future pain and suffering, permanent physical injuries, disfigurement and emotional distress. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form, medical records and implant log received which identified patient's date of birth and date of implant. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.